Event description:
It was reported that the first xience v stent delivery system (sds) (0010841) failed to cross the lesion. During preparation of the second xience v sds (0040141) the proximal shaft of the device separated into two pieces. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen. There was dried contrast on the shaft, balloon and stent implant, this is not consistent with the reported information that the separation occurred during prep, and is consistent with the sds being advanced over a guide wire and into the anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. This is consistent with the fact that the balloon had not been inflated and the stent had not been deployed. The reported shaft separation was confirmed. The hypotube had separated 24.3 cm distal to the strain relief tubing and the fracture faces were ovaled indicating that the hypotube had kinked prior to separating. The hypotube jacket was stretched and separated at the same location, indicating force was applied to separate the material. There were multiple kinks and bends throughout the entire length of the hypotube. The guide wire exit notch was torn for a length of 8 mm. This tear in the guide wire exit notch is consistent with the guide wire and the sds being pulled in opposite directions, thus causing the guide wire to tear into the notch. There was no other damage noted to the sds. In this case, it appears that the shaft likely kinked and separated as a result of pushing against resistance. Although it was reported that the separation occurred during preparation, the blood in the guide wire lumen, and the fact that the guide wire exit notch was torn, suggests that the sds was at least advanced over the guide wire. If the proximal end of the sds is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could separate. As it was reported that the first xience v also failed to cross the lesion, and the fact that the sds was returned in a condition which suggests it was advanced into the anatomy, pushing against resistance is the likely cause for the kink leading up to the separation. The additional kinks noted may also be the result of pushing against resistance as there were no kinks noted during the prior to use inspection. The additional kinks may also be the result of preparing/packaging the product for return to abbott vascular. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot and there have been no similar incidents reported for this lot. Overall, the reported shaft separation and noted damage on the returned product appear to be related to case circumstances, and there is no indication to suggest a product quality deficiency.